Event description:
The pt received emergency room treatment for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged keypad, but demonstrated that pump insulin delivery was operating within required specs and delivery accuracy.